Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced worsening hypertension. It was noted that the worsening hypertension had a possible relationship to the investigation atrioventricular interval modulation (avim) therapy. The ipg was reprogrammed and the avim therapy was turned off. Medication was administered to the patient. The patient is a participiant in the bradycardia pacemaker with av interval modulation for blood pressure treatment (backbeat) clinical study. No further patient complications have been reported as a result of this event.